Manufacturer narrative:
Concomitant medical products: lead; extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative (rep) additionally reported that the patient returned for a revision of the ins and lead, which also moved just by coincidence. The ins was completely replaced due to the patient being able to recharge it, as well as having only 1.5 years remaining. Upon opening the pocket, it was found that all the leads and extensions had moved on top of the device rather than staying behind it. The ins was removed and a new one implanted. The leads were secured behind the device to prevent from happening again.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was ¿unable to recharge¿ their implantable neurostimulator (ins). It was noted that while the patient was able to communicate with the ins with both her patient programmer and recharger, she was ¿unable to achieve any black (coupling) boxes on the recharging screen.¿ the patient had reportedly ¿had a small amount of weight increase in her abdominal area where the device was located, but nothing significant.¿ x-ray imaging was performed to check if the device had flipped, however the results were unclear at the time of report. It was noted that as of (B)(6) 2016 the patient was booked for an ins and cluneal lead revision procedure, though it was further noted the specific date was not yet scheduled as the patient was awaiting coverage approval.